Event description:
It was reported that a patient underwent bilateral breast tissue expanders to silicone implants on (B)(6) 2012 and topical skin adhesive was used. On (B)(6) 2012 the patient presented with redness, burning, and itching at the application site that extended 7 centimeters beyond the incision. The topical adhesive was removed and the patient was started on 2.5 percent prednisone cream on (B)(6) 2012. The patient was seen on (B)(6) 2012 outpatient and the redness was much improved. However, she developed a fever of 104 and was admitted to the hospital for fever of unknown origin. Source of the fever was unknown and all patient issues have resolved.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.